Event description:
It was reported that during a procedure, there was no function. There is no further infomation available. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/31/2005. H6 code 400: torn isolator. Evaluation summary: the analysis results found that hand piece was returned with a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.